Manufacturer narrative:
The technician found the head cylinder was sticking and the slide mechanism was missing causing the head section to bind. The technician replaced the cylinder and slide mechanism to repair the bed.

Event description:
Info received indicates the head section will not go down and CPR will not work.